Event description:
One day following successful implant of a gore tag thoracic endoprosthesis, CT scan showed distortion of the proximal 3cm of the device into a crescent shape. Approximately 9 days later, an angiography was performed, showing no impedement of flow, but an appearance of channels through the proximal part of the device suggesting some degree of remaining infolding. Thus, the dr inserted a balloon and performed a balloon dilatation only for the proximal end of the device. Final angio showed improved flow with no pressure drop accross the graft, suggesting open lumen with no flow obstruction. The pt was fine at the end of the procedure.